Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux n y procedure, while stapling the stomach, surgeon was able to press the green button but the device would not fire. They opened new device to complete the case. No patient injury.